Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the peritoneal dialysis patient experienced a malfunction with the liberty select. It was alleged that the cycler overfilled the patient during treatment. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 4190ml drained. This drain is 209% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2006ml is 3611ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s nurse indicates that the patient experienced some should pain and discomfort. The patient did not experience any additional complications and there was no medical intervention. The issue was resolved with a replacement cycler.

Manufacturer narrative:
The alleged event is not confirmed. The reported complaint symptom (iipv (dv up to 180 % of fv)) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."